Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the atrial lead dislodged at some point post discharge. The lead was explanted and was not replaced as the patient was in chronic atrial fibrillation. No patient complications have been reported as a result of this event.